Event description:
In 2008, a clinical incident involving a lancelot arthrowand was reported to arthrocare corp. During a left knee arthroscopy, the physician noticed a small plastic chip missing from end of arthrocare wand. Left knee flushed with 2000cc lactated ringers. Scope inserted into knee and unable to see the broken piece. Wand taken off surgical field and secured. The physician is not sure if the fragment was removed following the flushing. There have been no reported complications to the pt.

Manufacturer narrative:
Awaiting further info regarding the availability of the device for investigation.